Event description:
Additional information was received from the consumer reporting that their implant has never provided them the therapy relief they expected. They stated the implant is not working at all (meaning the therapy has not worked for them) and they have worked with their doctor for months on trying to get the therapy to work for them. The want to locate a managing physician because their parkinson's is now very prevalent and they have moved. Their new neurologist does not work with their device. They stated that no diagnostics or troubleshooting have been performed. They stated they are unsure if the device is not working or if the device is just not working for them. They are looking for a doctor to help assist in having the device checked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had the deep brain stimulation (dbs) surgery a year prior to this report and it did not work. No symptoms were reported as a result of the event. The patient was implanted for parkinson's disease.